Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process, but there was no adverse impact to the customer's blood glucose level. The customer confirmed they had experienced cartridge alarms with consecutive cartridges, though they had not reported alarms with this particular pump serial number before. Technical support confirmed the alarm and decided to replace the pump. The pump was still under warranty, and cts arranged for a replacement with updated software, advising the customer on returning the problematic pump and setting up the new one. The customer understood and acknowledged the instructions, including programming the new pump and connecting their continuous glucose monitor, and they planned to use multiple daily injections as backup therapy during the interim.